Manufacturer narrative:
The agent reported "(patient fell post-op and dislocated her knee. We brought her back the next day to do a poly swap)". The previous surgery and the surgery detailed in this event occurred 1 day apart. This evaluation is limited in scope as the items associated with this investigation were not returned to djo surgical - austin for examination. The surgery was completed as intended and without incident. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. There were no findings during this evaluation that indicate the reported devices were defective. The surgeon performed this procedure to remedy the patient's condition. No further action is deemed necessary. The root cause of this complaint was a revision surgery due to dislocation after a fall. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the event. Agent has clearly mentioned that "patient fell" and due to short time between previous and revision surgery, it is possible that the event may have occurred due to lack of post-operative care, patient noncompliance with medical instructions, incorrect implant selection, patient activities or trauma. There are multiple factors that may also contribute to an event that are outside the control of djo surgical. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
It was reported that the patient fell post-op and disclocated her knee. Patient was brought back the next day into surgery room to do a poly swap.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.